Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09014. It was reported that an asymptomatic patient presented to a follow-up in clinic with noise on their atrial and right ventricular leads. The noise was unable to be replicated during isometric movements. No intervention was performed and patient will continue to be monitored. Patient condition after the event was stable.